Event description:
A report was received from a user facility in (B)(6) stating: "customer complaints about nonspecific dysfunctions which resulted in one capsular rupture." Additional information received states: "there have been problems during several surgeries. Capsular ruptures have been the result of problems with the anterior chamber stability and connection with the aspiration" the details of the specific events were not provided.

Manufacturer narrative:
A complete system check was performed. The system was checked in all three modes; anterior, posterior and combined. The values for irrigation and aspiration were within specification. There were no errors or malfunctions. No failures were found with the system. Balanced salt solution has penetrated the system however it is not clear if the liquid had any influence on system performance.